Event description:
Baxter (B)(4) received notification on 14 jan 2009 that the tube was changed on (B)(6) 2008, after 135 days usage, and pt developed mild peritonitis (staphylococcal epidermidis) in (B)(6) 2008 and (B)(6) 2009. It was reported that a gap was found between the luer connector and minicap. The customer suspects the possibility of exposure in daily life (e.g. While bathing) due to this gap. It was reported that there were no exit site or tunnel infections, no break in aseptic technique. The pt did not routinely re-use supplies. It was unk if the pt was retained. The pt has not had peritonitis episode within 4 weeks prior to current episode.

Manufacturer narrative:
(B)(4). The actual sample is available for eval. A follow up report will be filed upon completion of the evaluation or if add'l info becomes available.